Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 05/18/2016- per sales representative, a facility reported that a patient had a trialysis catheter placed via femoral vein on (B)(6) 2016 secured by PICC plus statlock. On (B)(6) 2016 the patient removed the catheter and bled resulting in death. On 05/20/2016 - the patient did not intentionally remove the device, it was accidental. Event is still in investigation at the facility. All device materials were sent with the patient to the coroner's office. On 06/02/2016- per ms&s report the patient had an altered mental status. It was stated that they are unable to retrieve the devices.

Event description:
On 6/17/16: follow up information received on 5/27/16 states that the facility does not have evidence that this is a device related event. The cause of death is ongoing and the preliminary cause of death is cirrhosis of the liver. On 8/4/16 - email from customer stated that "the final autopsy results revealed that the patient did not bleed out as a result of the device removal. The final cause of death was ruled to be laennec cirrhosis of the liver."